Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008. The next event was on (B)(6) 2010 when the device failed a self-test due to a low battery. The user was alerted by an audible beep and a flashing red led status indicator. Although no fault found with the pad or pad-pak the low battery warning was delivered because the pad-pak was so depleted it triggered the battery mgmt system in the device. The batteries can be depleted by a variety of conditions including inadequate storage, age of battery pack, level of manual intervention etc. There was no problem found with the returned pad or pad-pak. The low battery warning was correctly issued to warn the user that the pad-pak was coming close to expiry.